Event description:
Initiator reported that a comparison between the pt's surestep meter and a hcp meter was 285 mg/dl (ss) and 91 mg/dl (hcp) respectively. She stated that pt was lethargic when she tested pt's blood sugar and got a reading of 285. Subsequently, she took pt to the ER where they got a reading of 91 mg/dl on the hcp meter. No other info was provided. Unable to contact pt on follow-up.